Event description:
In 2001, the device would not communicate. Block-mode programming (06 command) was not successful, the device was verified to be in the proper place. The decision was made to explant the device.